Manufacturer narrative:
The device was received by the MFR; however the leaking air complaint could not be replicated. The drill motor hose assembly was replaced, and preventative maintenance was performed. The device was repaired and returned to the user facility.

Event description:
It was reported that during testing, the pneumatic drill was leaking air. There was no report or any oil leakage from the device. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.